Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator 2010 (B)(6); 6949 implantable tachy lead 2006 (B)(6); 5076 implantable pacing lead 2006 (B)(6). (B)(4).

Event description:
It was reported that during a system change out procedure the right atrial lead was damaged, the lead was removed and replaced with a new lead. It was also reported that there were high thresholds in the left ventricular (lv) lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.